Event description:
Patient found at home unresponsive. The patient was brought to the nearest emergency room, an outside hospital. The patient was found to have large intracranial hemorrhage. The patient made comfort measures at the only and passed. The patient's international normalized ratio upon arrival to the outside hospital was 3.0. This was in the therapeutic range for the patient, 2.5 - 3.0.